Manufacturer narrative:
The device was not returned for evaluation as the device was discarded. In addition, the site indicated that the device performed as intended. Investigation review of the manufacturing records for this device was completed and no issues were identified that could have lead to the adverse event reported. Complaints will continue to be monitored for any trends.

Event description:
Patient's lgsv was successfully treated but it was later reported that the patient incurred a 3cm superficial skin burn.